Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a broken fiber optic cable connector.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a broken fiber optic cable connector. There was no patient involvement.

Event description:
It was reported cardiosave intra-aortic balloon pump had a broken fiber optic port. Customer service informed customer that their local technician was not able to perform repair, and the field tech that could complete it was a way for two weeks on training. When asked for a loaner to cover during the wait, informed them there would be a charge. There was no patient involved. Medwatch (B)(4).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the cbl assy,fo sensor extension , and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.